Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead exhibited noise resulting in multiple episodes of auto mode switching. No intervention was performed at this time. The patient is not dependent and would continue to be monitored. No patient symptoms were reported.